Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent micro-endoscopic discectomy. Intra-op, the flex arm could not be fixed. Reportedly, the handle of the flex arm was stuck and could not move while its screw was worn. A product from another manufacturer was then used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual and functional testing identified that the threads of the locking mechanism on the flex arm have been damaged. The interfacing threads have been damaged from what appears to be torsional overload. The tightening of the flex arm can place high pressure on the threads that can cause them to be damaged. If information is provided in the future, a supplemental report will be issued.